Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2021 that a hot axios stent was to be implanted transgastric to the jejunum to treat duodenal obstruction during a gastrojejunostomy procedure performed on (B)(4) 2021. During the procedure, the axios cautery was unable to cut through the tissue and a small amount of blanching was noted on the tissue. The procedure was completed using another axios stent. There were no patient complications as a result of this event. Note: it was reported that the axios stent was to be implanted transgastric to the jejunum to treat duodenal obstruction during a gastrojejunostomy. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The hot axios stent is not indicated to be implanted transgastric to the jejunum.